Event description:
Intl. (B)(6) complaint rec'd concerning leakage with six (6) ch14 clave vented bag spikes accessory devices. It was reported that "nurses realized when they were ready to deliver therapy to pts, from the hanging cytostatic bag (with ch14 already inserted), cytostatic loss was happening through the device (using docetaxel). Losses happened through vent filter apparently, but being this closed. It was a very slow dropping between where clave connection and white pricker...". Incidents/leakage were detected prior to actual chemo delivery; however, "..pts were exposed to this dropping." There were no serious injuries, adverse consequences to pt or attending clinicians. Add'l relevant device usage; set-up info requested but not rec'd.

Manufacturer narrative:
Add'l lot #: 2606502. Add'l device manufacture date: 12/2012. MFR's device investigations: device return: the involved ch-14 accessory devices/set-ups were not returned. Twenty-three (23) packaged ch-14 same lot samples were returned. Visual inspection and analysis recorded no obvious abnormalities. Functional and performance testing was conducted. Thirteen of the returned ch-14 devices were tested to the product performance specifications. The results recorded no performance issues and or out of specification conditions. Add'l engineering testing was performed on three add'l packaged ch-14 samples that were returned. The ch-14 devices were tested with set-up/conditions that included vials filled with fluid containing extreme high alcohol content; ch-14 clave vented vial spike and collapsible bag. The engineering report records that the ch-14 filter vents leaked within one min of inverting the drug vial. Conclusion: the returned ch-14 same lot packaged samples, when tested to the product specifications, recorded no performance and or out of spec conditions. Add'l engineering testing and analysis where the ch-14 components were exposed to extreme chemical alcohol/chemical solutions did replicate leakage originating from the filter vent. These results were communicated to the distributor/facility. Clinical applications involving use of drugs/solutions containing extremely high alcohol typically use accessory spike devices w/o a filter vent with set-ups involving collapsible bags. ICU medicals product specialist and distributor reps have recommended and provided an alternate clave vial spike accessory device that is configured w/o a vented filter.